Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, it was found that the knife did not return to the home position after firing. The device was removed from the site and anastomosis was completed properly. The case was completed with no additional procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54c71. The analysis results found that the cdh25a device arrived with no anvil present and the knife exposed. It is possible that the compression element is disengaged from the driver guide, not allowing the knife to retrieve to its home position. The breakaway washer was not present and there were no staples present, indicating that the device achieved a full firing stroke. After further analysis, it was noted that the knife would not return to its home position. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the compression element was disengaged from the driver guide. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.